Event description:
Customer called for assistance with programming the insulin pump. Blood glucose reading was 473 mg/dl. Found alarms in the history file. Explained that the insulin pump experienced a unexpected restart. Advised to monitor the insulin pump and call back if issues recur. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.